Manufacturer narrative:
The t:slim x2g5 user guide states: the pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.

Event description:
Reportedly, the customer had submerged the pump in water.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) level was 224 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.